Manufacturer narrative:
A photo was provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that scabbing and infection were allegedly noted approximately one month post port placement. It was further reported that the intervention was performed to remove the port. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport vue isp with 8fr chronoflex polyurethane catheter and two electronic photos were returned. Based on the photo review; while a scabbed-over wound can be noted, a confirmation of a reported infection cannot be determined. A microscopic, tactile and function evaluation was performed on the return sample. Gross examination revealed residue throughout. Depth markers between 14 and 20 were noted to be worn. The microscopic inspection and tactile evaluation revealed nothing remarkable. The functional evaluation noted that the sample was patent to infusion and aspiration with no leaks observed. As the use conditions cannot be replicated and no objective evidence has been identified to confirm any alleged deficiency with the port-a-catheter, the investigation will remain inconclusive for the reported infection. A definitive root cause could not be determined based upon available information. Per the reported event details, the issue presented approximately one month post port placement. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include contamination during implantation, contamination during use, and/or patient condition; however, the lack of objective evidence prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 01/2020).

Event description:
It was reported that scabbing and infection were allegedly noted approximately one month post port placement. It was further reported that the intervention was performed to remove the port. There was no reported patient injury.